Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 497 mg/dl. The customer was treated for the high blood glucose with a shot. The customer was not hospitalized. The customer was assisted with trouble shooting, but found no air bubbles or malfunctions with their insulin pump. The customer declined to check the programing on their insulin pump. The customer will talk to their health care provider about the cause of the unexplained high blood glucose. The customer was sent a replacement infusion set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.